Event description:
On (B)(6) 2008, the plaintiff, was implanted with the ams sparc sling during surgery to treat her pop and sui. It was alleged by the plaintiff's attorney that, "as a result, plaintiff, has experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo corrective surgery," and has "endured impaired physical relations with her husband."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.